Manufacturer narrative:
Device was evaluated on site submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported a speaker malfunction"inop message and the speaker did sporadically not produce sound. No adverse event involving a patient or user was reported.